Manufacturer narrative:
Exemption number e2015058. The user first installed the pad-pak on the 2nd august 2010 and performed to specification up to and including the last log entry on the 24th july 2016. An increase in voltage suggests a further pad-pak was installed. The returned pad-pak was inserted into the device and the device failed to power on, no status led was visible. This would confirm the reported fault. A test pad-pak was inserted into the device and the device again failed to power on. This indicates a fault and upon further investigation it was found that the fuse had blown. Investigation found the reported fault can be attributed to component failure. The component was measured and found to have failed. This would lead to a short circuit and cause the installed pad-pak to potentially blow its fuse and therefore appear depleted. This would account for the device failing to power on and the lack of status led. This would confirm the reported fault. The functionality of the circuit is tested during final test, it is therefore concluded that the component failed after dispatch.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. No status indicator.